Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient (pt) felt like the patient programmer (pp) was not working so they went to check the pp and that was when they saw a power on reset (por) message. The pt clarified that every once in a while they had to check to make sure the batteries were still good in the pp because they could go dead and they'd have to replace them. No falls/trauma related to the issue and no recent medical test/emi environmental exposure was reported. The pt was to follow up with their healthcare provider (hcp) as troubleshooting could not be conducted; the pt could not clear the por because it was a warning por. No pt symptoms reported. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.